Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service repair/pre-testing, it was observed that the third day indicator lights on the universal battery charger device did not illuminate for battery devices. The event was no related to surgery, there was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.